Manufacturer narrative:
H3: the device desktop charger (dtc) 37761, serial number (B)(6) was returned for product analysis. Analysis found cable assembly failure and had a frayed cord. H6: section updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The patient had a broken desktop charger connector pin. Patient reported that the desktop charger cord was frayed and the connector pin was bent and was now not working entirely to charge the recharger. Patient stated that they had been through probably 3 or 4 of those since they had the device and they just bend and they don't know why because they unplug each part and keep it safe and it doesn't get messed when they pull it out to charge their implantable neurostimulator (ins) once a week. When asked for event date patient stated that it had been a long time since it started to appear bending at the point; patient services (pss) understood as the connector pin with the arrows, and that they noticed the wires probably about 5 months ago. Patient said that the exact same part always messes up and inquired about a replacement. Patient mentioned that they are looking at possibly replacing the device next year as their battery might die. Patient services (pss) understood as normal longevity of the implantable neurostimulator (ins). Patient confirmed that they have had the implanted neurostimulator (ins) for 9 years and that it's been working perfectly fine. The issue was not resolved. Patient services (pss) reviewed information. No symptoms were reported. A replacement desktop charger cord was sent out.